Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing and dhrs, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records. Anchor push-out / expulsion testing was performed on the ais-c stand-alone 3dp interbodies as part of the design verification testing of the system. The average peak force (n) required for anchor push-out (a single anchor) was 263.0n with a standard deviation of 67n which is greater than predicate devices and is also greater than any anticipated anatomical forces. In addition, constructs complete with an interbody and two anchors were constructed and dynamically tested to 5,000,000 cycles without failure (in three different test modalities). That means that the worst-case configuration interbodies and anchors could be assembled and subjected to 5,000,000 cycles of loading without anything breaking or coming loose. The patient's x-ray also shows no signs of deformation of the interbody, lock, and / or the anchors. Based on the lack of deformation / damage to the devices shown on the x-ray, there is no evidence of anchor back-out due to a failure of the ais-c devices. In review of the images sent (see above) by the complainant, both of the anchors that are backing out of the interbodies are partially contained in the channel of the interbody. The tip of one of the anchors that backed out is shown to have remained embedded in the vertebral body (as intended). The user related factor that could cause anchor back-out is if the user did not visually confirm the anchors were fully deployed and covered by the lock (reference page 12 of genesys spine lc-055 3dp cervical standalone system surgical technique). In discussion with the stryker representative who covered this case user related factor that could cause anchor back-out is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: 1. Reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. 2. Visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. Based on the investigation activities documented within this complaint file, the most likely cause of the anchor back-out is that the user did not deploy the anchors under compression to the interbody device and the user did not visually confirm the anchors were fully deployed and covered by the lock as outlined in the genesys spine lc-055 3dp cervical standalone system surgical technique. Corrected data:·during a review of MDR submissions, it was found that the incorrect date of event and complaint submission was recorded in MDR 3008455034-2023-00007 in section b3 and b5. This report is to correct section b3 and b5.

Event description:
Genesys spine recieved a complaint from stryker stating "anchors in ais-c backed out in multiple level; ref#(B)(4) - component: anchor; level: c4, c5, c6, c7, remains in patient. 3-week follow-up and imaging showed anchors out at every level." Revision was performed on (B)(6) 2023 to remove anchors and replace with 3 level ozark plates.

Manufacturer narrative:
Device or other product related factors (i.e. Design, qc, labeling) possibly contributing to the health hazard: a defect in the materials used to construct the interbody or the anchors could contribute to a product malfunction. However, based on a review of the drawing and dhrs, the interbodies and anchors were manufactured to the proper specifications. No anomalies were found during review of the manufacturing records. Anchor push-out / expulsion testing was performed on the ais-c stand-alone 3dp interbodies as part of the design verification testing of the system. The average peak force (n) required for anchor push-out (a single anchor) was 263.0n with a standard deviation of 67n which is greater than predicate devices and is also greater than any anticipated anatomical forces. In addition, constructs complete with an interbody and two anchors were constructed and dynamically tested to 5,000,000 cycles without failure (in three different test modalities). That means that the worst-case configuration interbodies and anchors could be assembled and subjected to 5,000,000 cycles of loading without anything breaking or coming loose. The patient's x-ray also shows no signs of deformation of the interbody, lock, and / or the anchors. Based on the lack of deformation / damage to the devices shown on the x-ray, there is no evidence of anchor back-out due to a failure of the ais-c devices. In review of the images sent (see above) by the complainant, both of the anchors that are backing out of the interbodies are partially contained in the channel of the interbody. The tip of one of the anchors that backed out is shown to have remained embedded in the vertebral body (as intended). The user related factor that could cause anchor back-out is if the user did not visually confirm the anchors were fully deployed and covered by the lock (reference page 12 of genesys spine lc-055 3dp cervical standalone system surgical technique). In discussion with the stryker representative who covered this case user related factor that could cause anchor back-out is that the surgeon did not follow the key steps as outlined below in genesys spine lc-055 3dp cervical standalone system surgical technique: reverse the compressor/ distractor and apply compression to the interbody device. Once the interbody is under compression, deploy the anchors accordingly. Visually confirm the anchors are fully deployed by ensuring the rear face of the anchors are partially covered by the interbody's lock. Based on the investigation activities documented within this complaint file, the most likely cause of the anchor back-out is that the user did not deploy the anchors under compression to the interbody device and the user did not visually confirm the anchors were fully deployed and covered by the lock as outlined in the genesys spine lc-055 3dp cervical standalone system surgical technique.

Event description:
Genesys spine received a complaint from distributor stryker on march 25, 2023 stating "anchors in ais-c backed out in multiple level; ref#: (B)(4) - component: anchor; level: c4, c5, c6, c7, remains in patient. 3-week follow-up and imaging showed anchors out at every level." Revision was performed on (B)(6) 2023 to remove anchors and replace with 3 level ozark plates.